Event description:
It was reported that a large volume intermate had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 11, 2013 and april 12, 2013. Evaluation summary: the device was returned for evaluation. A visual inspection was performed and showed no evidence of a missing blue tip. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.